Event description:
During a superior mesenteric artery (sma) stenting procedure, the stent dislodged from the stent delivery system. The physician snared the stent from the patient. Another sds was used to complete the procedure. There was no injury to the male patient. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be submitted within 30 days of receipt.